Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication. This was observed during patient infusion with acetylcysteine at a rate of 250ml/hr and a volume to be infused (vtbi) of 235ml. The pump alarmed the bag was near empty; however, the bag was full. Per the device log, there should be at least 50% of the bag contents remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6, h11. H11: a review of the event history log: diluent volume 250ml on 2025-02-08 11:46:41. The user then received the message of ¿soft limit exceeded: entered rate exceeds the upper limit of 150 ml/hour¿. The user then accepted the soft limit and the parameter value was changed to 150 ml/hr. The pumping was then started at 2025-02-08 11:49:07 and stopped at 2025-02-08 12:20:04 which means the infusion ran for 30 minutes and 57 seconds. The alert ¿bag near empty¿ occurred just prior to the user stopping the pump. The device was not in standby during this time. There were no secondary infusion running, no occlusion, and no air in line alarms found during this time. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.